Event description:
The patient via healthcare provider reported that their implantable neurostimulator (ins) doesn't work anymore. No further details were provided. No patient symptoms were reported. Indication for use is unknown.